Event description:
It was reported air embolism, st elevation and a subarachnoid hemorrhage occurred. Procedure summary: a left atrial appendage (laa) closure procedure was being performed. It took about 60 minutes to gain adequate access to the right femoral vein. 2500 units of heparin were administered at the beginning of the procedure and another 5000 units were administered after the transseptal puncture. A 20mm watchman flx laa closure device with delivery system was chosen. The watchman access system was flushed again by hand prior to the delivery system advancement. There was no air visualized when the delivery system was advanced. Immediately before positioning the closure device, st elevation was seen in the electrocardiogram (ECG). On the echocardiogram, air was noticed in the coronary system. The patient's blood pressure dropped below 40mmhg systolic. Anesthesia was immediately issued and therapy with epinephrine was initiated, which had an immediate effect after a few seconds. The blood pressure quickly increased to 170mmhg. The patient's activated clotting time was so high that it was not measurable. The physician positioned the closure device and it was successfully released. They verified no air was seen in the coronary system and the st elevation disappeared. Therapy with norepinephrine was started to maintain a stable circulation. The patient woke up after the procedure and moved her extremities. The patient's pupils were medium wide and the same size. When the surgical drape was removed, it was noticed that the patient's right thigh was massively swollen. Bleeding most likely occurred due to the amount of time it took to access the vein in the right thigh. A pressure bandage was created to treat the bleeding. The patient was monitored in the intensive care unit. One day post procedure, the patient did not look right and bleeding in the brain was noticed. They immediately performed a computed tomography (CT)scan which showed subarachnoid hemorrhage. The patient will continue to be monitored in the intensive care unit.